Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00589 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on may 12, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. After the early stage of the procedure, error occurred. Error code was not reported. The procedure was completed with another thunderbeat. The ptfe pad of the subject device was partially lifted. There was no patient injury reported.